Manufacturer narrative:
(B)(6). Investigation summary: two photos of four loose 3ml syringes were received and evaluated. It was observed in both photos that all the displayed syringes had faded or missing number markings below the 2ml line and are rejectable per product specification. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Investigation conclusion: confirmed: bd was able to duplicate or confirm the customer's indicated failure mode with the photos provided. Root cause description: potential root cause for the missing scale defect is associated with the marking process. A build up of ink can prevent the proper amount from being applied resulting in incomplete fill. A preventative maintenance plan to monitor and maintain printing components was created and will be implemented. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the bd luer-lok¿ syringe had illegible scale markings on the barrel, found before use during an inspection. The following information was provided by the initial reporter: we received a batch of 14 pallets of syringes ref: 301073 - lot 8278793. On the (B)(6) 2019, we made a first complaint following the reception of a completely soaked pallet. During the inspection by taking from the same reception of 800 syringes, 18 syringes have screen printing defects.